Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the event history log, it confirmed that no miss settings or other errors related to delivery failures were identified. Functional test was performed, and the customer's stated problem was not confirmed. The device was working properly. There was no known cause of the reported issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. (B)(6) g: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they want the under administration to be kept within the appropriate range. During an in-hospital test, the actual measured value was 1.6 to 1.78 ml, compared to the set value of 2 ml. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.